Manufacturer narrative:
(B)(4). Concomitant medical products: 00801803202-femoral head sterile product do not resterilize 12/14 taper-61484661, 00771101200-ml taper sz12.5 std offset-61422470, 00625006520-bone scr 6.5x20 self-tap-61336952, 00625006530-bone scr 6.5x30 self-tap-61445389, 00630505032-liner standard 32 mm i.d. For use with 50/52/54 mm o.d. Shells-61405092, 0022320128-cable cerclage cable with crimp 1.8 mm dia. 635 mm length-61251774. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location is unknown. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2021-00407, 0001822565-2021-00377, 0002648920-2022-00082 and 0002648920-2022-00083. Reported event was confirmed via medical records reviewed by a health care professional. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a revision procedure 17 years¿ post-implantation due to pain and elevated metal ions. During the revision, significant trunnionosis was noted with tears in the gluteus medius and minimus. The acetabular cup was aseptically loose with only fibrous but no bony ingrowth. Black metallosis noted around the head and neck. Gluteus medius and minimus were found to be partially torn. The femoral stem was left intact; all other components were replaced without complication. Attempts have been made and additional information on the reported event is unavailable at this time.